Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy under general anesthesia, the absorbable clips was broken. After the cystic duct was separated, the proximal end of the cystic duct was clamped with an absorbable clip, and then the gallbladder was removed. After the normal operation of the absorbable clamp and the absorbable clip, the visible absorption of the absorbable clip under the microscope was observed. The doctor prevented the absorbable clip from accidentally falling off. The discovery and treatment were timely and the operation was carried out smoothly though there was unplanned addition of an absorbable clip. There was no patient injury.